Manufacturer narrative:
Device analysis: the ekosonic endovascular device was returned to the complaint investigation site. The device was cut into multiple pieces. Of the drug and coolant luers, only the drug luer was returned. Microscopic visual inspection of the drug luer showed cracking. The drug luer was tested for leaking, and it was noticed that it leaked from where the cracking was present. The reported event of cracking leading to a leak was confirmed. Corrected fields: d4 - lot number, expiration date, serial number g1 - MFR site city, MFR site address 1, MFR site city, MFR site state, MFR site zip/post code, MFR site country.

Event description:
It was reported that both the drug and coolant ports were broken and leaking during ekos therapy. Two ekos endovascular devices, 106x12cm were selected for use in the bilateral thrombectomy procedure. The ekos devices were placed without issue and the patient was transferred to the intensive care unit (ICU). Once in the ICU, it was observed that both the drug and coolant ports of both ekos infusion catheters were damaged and leaking. The patient was returned to the catheterization lab and both ekos devices were exchanged for non-boston scientific infusion catheters. The procedure was completed, and there were no reported patient complications.

Event description:
It was reported that both the drug and coolant ports were broken and leaking during ekos therapy. Two ekos endovascular devices, 106x12cm were selected for use in the bilateral thrombectomy procedure. The ekos devices were placed without issue and the patient was transferred to the intensive care unit (ICU). Once in the ICU, it was observed that both the drug and coolant ports of both ekos infusion catheters were damaged and leaking. The patient was returned to the catheterization lab and both ekos devices were exchanged for non-boston scientific infusion catheters. The procedure was completed, and there were no reported patient complications.